Manufacturer narrative:
Per communication with the field service engineer (fse), he found a leak from the differential, diff, waste chamber. He reconnected the tubing at the diff waste chamber port and the instrument ran without any leaks. The repairs were verified per established service procedures. (B)(6).

Event description:
The customer observed a fluid leak of 60 ml from a coulter lh 750 hematology analyzer while running samples. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat, face protection and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.